Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use a sprinter legend ptca balloon catheter to treat a non-tortuous and severely calcified lesion located in the mid left anterior descending artery (lad) exhibiting 100% stenosis (cto). There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and the device was inspected with no issues identified. Negative prep was performed with no issues noted. The device was being used to pre-dilate the lesion. It was reported that the balloon burst during inflation pressure of 10 atm. The device was not moved or re-positioned prior to the burst.the balloon burst occurred on the first inflation. The balloon burst did not result in any injury so medical/surgical intervention was not required. The physician completed the procedure with another sprinter legend ptca balloon of same size. The patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information: there was a sudden drop in pressure noted on the inflation device if information is provided in the future, a supplemental report will be issued.